Event description:
It was reported that during a fistulagram, the balloon could not be deflated. The doctor had to go subcutaneously and pop the balloon with a needle to deflate it. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The sample has not been returned for evaluation, as it was discarded at the user facility. Based on the limited info rec'd and no sample to evaluate, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (information for use) states the following: once the dilatation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile and facilitate removal of the catheter. The current IFU (information for use) for this device states: warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.